Event description:
It was reported that the tip of the expedium quick connect si polyaxial driver broke off and became lodged in the head of a concomitant device screw during a transforaminal lumbar interbody fusion (tlif) procedure. The surgeon was unable to dislodge the broken tip from the screw and ended up removing the entire screw, including the broken tip. A different screw was then implanted. The resulting delay was five to ten minutes and there were no adverse consequences to the patient.

Manufacturer narrative:
Examination of the returned expedium quick connect si polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip. The broken tip was not returned. Optical images of the fractured surface reveal plastic deformation at the hexlobes and torsional shear markings at the center of the part following a circular pattern. Although the root cause cannot be positively determined, the plastic deformation at the hexlobes indicates a torsional overload, suggesting that the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no discrepancies. A complaint trend analysis was conducted and a data review has been opened to further evaluate the observed occurrence rate compared to the identified occurrence rate in the dfmea. All complaint trends will be evaluated as a part of depuy spine monthly complaint review meetings and post market surveillance. No corrective action/preventive action is necessary at this time as there have been no issues identified in the manufacturing or release of this screwdriver. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.